Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported:" I think in total we ended up using 5 packages, at least 4, on the patient where we may have only used 2" how many sutures broke during this single procedure? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What tissue was being approximated/ sutured? Device return status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-04401, 2210968-2022-04400.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the sutures were breaking prematurely. At least three sutures from the same lot snapped while suturing. It was estimated in total, that a total of 5 packages were used, at least 4 on the patient, where only 2 may have been used. This may be a lot problem. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2022. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that four empty labeled winding formers, a detached needle, one needle-suture piece, and two sutures¿ pieces of product code 8695g were returned to ethicon for analysis. Visual inspection was conducted on the returned device. In order to evaluate the conditions of the returned sample, the suture pieces were observed with body fluids and the ends were cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-04402, 2210968-2022-04401, 2210968-2022-04400.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/5/2022 additional information: d4, h4, h6 h6 component code: g07002 no device returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.